Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain and burning sensation at the ipg site due to the issue. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Stimulation was restored following the procedure.